Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted and placed on the valve. However, while attempting to deploy the clip, while removing the lock line, resistance was encountered, and the lock line was unable to be removed. Therefore, the clip was removed from the patient. Three clips were then implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported mechanical jam of inability to remove lock line. There is no indication of a product issue with respect to manufacture, design, or labeling.